Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a raw and open skin irritation under the ECG electrodes. The patient's physician prescribed prednisone, hydroxyzine, and halobetasol ointment for the irritation. Follow-up indicated that the patient took the medication recommended by the physician and the skin irritation was improving.